Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after disconnecting the pump to swim, the user encountered an unresponsive screen stuck on a no new notifications page, and a crack was observed with the upper portion of the touchscreen inoperable; insulin delivery was later resumed, and a replacement pump was provided with instructions for shutdown, data sync, and return of the damaged unit. Symptoms included no reported adverse events and no change in blood glucose. Outcomes included continuation of therapy with the replacement device and readiness to revert to backup therapy if needed. Investigation included troubleshooting guidance to attempt reactivation via charging and follow-up to secure return of the damaged device for assessment. Investigation of this case revealed physical damage to the display assembly resulting in partial touchscreen nonresponsiveness, consistent with a broken or cracked screen affecting user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.